Event description:
Healthcare professional reported left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: opening on posterior, crease fold, wear abrasion and delamination of the plug strap. Leak test and microscopic analysis was performed which identified: crease sharp opening and delamination (<75% partial separation). Based on the device analysis the final assessment is: a delamination partial of the plug strap disk shell (adhesive failure) an opening crease sharp on posterior assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.